Event description:
The report received from the affiliate indicated that when the palmaz genesis 6 x 18 mm. Stent mounted on an amiia balloon catheter (bc)/complaint product was removed from the package without issues. After removal, the physician confirmed the stent to be dislodged from the stent delivery system (sds). The physician re-mounted the stent on the sds and tried to insert the product/palmaz genesis into a non-cordis sheath-less guiding catheter. However, the stent was caught at the hemostasis valve and it could not be inserted. Therefore, the physician stopped using the complaint product and a new palmaz genesis (same size) was used instead. The procedure was completed successfully. There was no patient injury reported. The stent was not implanted and had been discarded, but the sds will be returned for analysis. The target lesion was the left renal artery. The lesion was reported to be: an 80% stenosis, heavily calcified, and not tortuous.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that when the palmaz genesis 6 x 18 mm stent mounted on an amiia balloon catheter was removed from the package the physician observed the stent to be dislodged from the stent delivery system (sds). The physician re-mounted the stent on the sds and tried to insert the sds into a non-cordis sheath-less guiding catheter. However, the stent caught at the hemostasis valve and it could not be inserted. Therefore, a new palmaz genesis was used and the procedure was completed successfully. There was no patient injury reported. The product was returned for inspection. One non sterile catheter amiia 6.0mm x18mm 142cm was received coiled inside a plastic bag. The balloon was inflated and deflated. Inflation medium residues were observed in the balloon. The stent was not received. Unknown stop cock was received with returned device. Stent marks were observed in the balloon. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged-in patient and stent dislodged-prior to use failure was not confirmed; since the balloon was inflated and stent marks were observed in the balloon, however exact cause could not be determined since the stent was not received; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. The returned device had been partially inflated and this may account for the dislodged stent. Inflation of the balloon can only occur with the use of an inflation device so it is not possible for this to have occurred during shipping and handling. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Concomitant products: gw: runthrough; bc: aviator; sheath: parent 6f; stent: palmaz genesis. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.